Event description:
The complainant reported that hematomas were noted in both the right and left groin regions. The right-sided hematoma was associated with removal of a venous line. Manual pressure was applied to the left groin, and the perclose sutures were tightened and secured with stopcocks. The hematoma developed immediately following patient movement during an episode of vomiting.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.